Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received questionable results for an unspecified number of patient samples tested for ise indirect na for gen.2 (sodium) on a cobas 8000 ise module ((B)(4)). These samples were run immediately after maintenance had been performed on the analyzer and sodium results failed delta checks. The customer provided data for 6 patient samples and of these, one had an erroneous sodium result that was reported outside of the laboratory. The sample initially resulted with a sodium value of 158 mmol/l, which repeated as 148 mmol/l. The patient was not adversely affected. The sodium electrode lot number and expiration date were asked for, but not provided. The field service engineer determined that there was a vacuum failure on the instrument. There was inadequate evacuation of a vessel due to vacuum loss. He replaced tubing, a sipper probe, and a vacuum nozzle. He confirmed proper reagent nozzle dispense and evacuation following the repair. He observed proper analyzer function during the customer's calibration and control run. All controls recovered within established ranges.